Event description:
Customer was running a synchron lx20 clinical chemistry analyzer with a datalink 2000 data manager attached. Results were incorrectly displayed from the datalink. Sample ids were correct. Customer had noticed a duplicate pt name/ID for samples from 2 different patients. During their investigation, the customer found that two samples had the same name/pt ID on a list that was generated by the datalink 2000. Each unique sample ID with the questionable pt names/ids did generate the correct sample test results. Customer was able to locate the sample tubes (with the correct name and the proper barcode labels) that generated the test results and retested them. The customer reran the sample tubes. The results verified the original sample results from the previous run. No wrong results were released for the lab. This is a situation in which the pt name and ID were affected but the results and sample ids were correct.